Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed with no anomalies found. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead alerted for out of range impedance measurement that had risen beyond the impedance threshold. During evaluation, threshold testing observed elevated capture threshold. Oversensing was observed with increased electrogram noise noted post pacing. The sensing vector was reprogrammed. The lead was later explanted and replaced. It was also reported that the implantable cardioverter defibrillator (ICD) device was faulty. The device was explanted and replaced. No patient complications have been reported as a result of this event.